Manufacturer narrative:
A5. Ethnicity and a6 race are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cpsa c9 device was inserted via the right femoral artery in female with birth year noted to be 1952. The patient was presenting with acute myocardial infarction and cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. The patient¿s condition was further complicated by severe sepsis, hemodynamic instability, and impaired left ventricular function. The purge solution consisted of dextrose 5% in water (d5w) with 25 meq/l sodium bicarbonate. While the patient was in the ICU, spurting arterial bleeding was reported from the impella puncture site, and a pseudoaneurysm was identified. The patient required transfusion of blood products and underwent inguinal surgical exploration for removal of the impella device and repair of the aneurysm. While on support, the pump was reported to be running at p-level 9 with expected flow rates of approximately 3.6 liters/min. The device was successfully weaned, and the patient survived to explant. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. It was reported that the patient expired 5 days post explant of the impella due to persistent sepsis circulatory dysfunction with impaired lvef.

Manufacturer narrative:
B2 date of death was erroneously entered on the supplemental manufacturer device report 1220648-2026-08220-2.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received that reports "there was a severe sepsis before the implant. The bleeding occurred and the impella was removed. The patient died because of the sepsis a few days after. Unfortunately, there is nothing I can return for investigation."

Manufacturer narrative:
B2. Is death and date of death added. B5. Additional event description added. H6. Health effect - impact code added.

Event description:
Additional information was received from a clinical review that noted the patient had severe sepsis prior to the impella cpsa c9 implant. It was reported that the patient expired 5 days post explant of the impella due to persistent sepsis circulatory dysfunction with impaired lvef and is unrelated to the impella. The death is conservatively being reported on the cpsa c9 due to the inability to conclusively dissociate the pump from the patient outcome.

Event description:
An impella cpsa c9 device was inserted via the right femoral artery in female with birth year noted to be 1952. The patient was presenting with acute myocardial infarction and cardiogenic shock. The patient's clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. The patient's condition was further complicated by severe sepsis, hemodynamic instability, and impaired left ventricular function. The purge solution consisted of dextrose 5% in water (d5w) with 25 meq/l sodium bicarbonate. While the patient was in the ICU, spurting arterial bleeding was reported from the impella puncture site, and a pseudoaneurysm was identified. The patient required transfusion of blood products and underwent inguinal surgical exploration for removal of the impella device and repair of the aneurysm. While on support, the pump was reported to be running at p-level 9 with expected flow rates of approximately 3.6 liters/min. The device was successfully weaned, and the patient survived to explant. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. It was reported that the patient expired 5 days post explant of the impella due to persistent sepsis circulatory dysfunction with impaired lvef. It was noted that the patient had severe sepsis prior to the impella cpsa c9 implant. It was reported that the patient expired 5 days post explant of the impella due to persistent sepsis circulatory dysfunction with impaired lvef and is unrelated to the impella. The device is conservatively reported for death; however, the death is most likely attributed to the patient's underlying condition of multiple contributing factors such as severe sepsis, impaired lv function and hemodynamic instability as well as scai stage c. Subsequently, the patient expired. The death is conservatively being reported to the impella cp; however, it is unlikely related and is most likely attributed to the patient's underlying critical condition as they presented in society for cardiovascular angiography and interventions (scai) shock stage c, in the setting of severe sepsis.

Manufacturer narrative:
B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.